Event description:
This event was created from an email sent by the patient in response to a device tracking mailing. The patient reported that leakage was noted around his abdominal aortic aneurysm (aaa) and additional surgical intervention was performed. Upon contacting the following physician, it was noted that a CT scan revealed the graft remained in its original position. Enlargement of the aaa (4-5cm) was noted along with the endoleak. A leak in the graft fabric was suspect by the physician and a stent was placed inside of the ancure endograft. The nurse noted that the patient has other health issues he is dealing with as well. No further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.